Manufacturer narrative:
Follow up 04-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and hcp removed coils and fallopian tube. This event, seen as salpingectomy, is serious due to required intervention and listed in the reference safety information for essure. If removal of the micro-insert is necessary, surgery (salpingectomy) may be required. In this case, very limited information was provided. Nevertheless, considering its nature, the reported event is assessed as related to essure and therefore this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a non-health professional (secretary) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details were provided). The secretary stated that hcp removed coils and fallopian tube. No additional information was provided. Correction performed regarding information received on (B)(4) 2015: the event hcp removed coils and fallopian tube previously coded to meddra pt: medical device removal, after internal review was recoded to meddra pt: salpingectomy. Follow-up received on (B)(4) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and hcp removed coils and fallopian tube. This event, seen as salpingectomy, is serious due to required intervention and listed in the reference safety information for essure. If removal of the micro-insert is necessary, surgery (salpingectomy) may be required. In this case, very limited information was provided. Nevertheless, considering its nature, the reported event is assessed as related to essure and therefore this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.